Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2023. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please provide the lot number: ans: not available as it is not recorded by the hospital staff. 2. Was there any adverse consequence associated with the patient? Ans: no. 3. Did the needle fall into the patient? If yes, was there any additional tissue damage as a result of searching for the needle piece? Ans: no.

Event description:
It was reported that a patient underwent a an unknown procedure on (B)(6) 2023 and suture were used. During the procedure, the suture detached from needle intra-op. Needle was found and discarded. No adverse patient consequences were reported. Additional information was requested.